Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device was not running at all. The motor worked well in both directions when connected directly to a power supply, but the electrical control unit was found to be defective. It was further noted that the trigger did not run smoothly. It was further determined that the device failed pretest for sticky trigger, function of device and power with power test bench. A couple of pretests could not be performed. It was noted in the service order that after surgery, the device was cleaned and the surgeon noticed that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.